Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. The parents reported a sudden change in hearing. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
There was a sudden change in hearing performance with the device in (B)(6) 2015. There is no known incident of accident or trauma and no changes in health. Re-implantation is planned but no date for surgery has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. There is no known incident of accident or trauma.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. The parents reported a sudden change in hearing. However to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted, but has not been received yet.

Event description:
There was a sudden change in hearing performance with the device in (B)(6) 2015. There is no known incident of accident or trauma and no changes in health. The patient was re-implanted but the device has not been received for investigation.